Event description:
This ra lead was implanted (B)(6) 2012 and was capped on (B)(6) 2012 due to lead dislodged. The physician was dr.(B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).